Event description:
A user facility reported a fluid leak from the arterial venting port during priming of the circuit. There was no indication of patient involvement. The sample is available for return to xenios.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: b5, d4, d9 plant investigation: the described situation is adequately addressed in the instructions for use and/or on the label. Documentation of module production revealed no non-conformity during the manufacturing process. The trend analysis showed three similar complaints under the same batch number. The complaint sample was received by xenios on (B)(6) 2024. The sample was tested for leakages at about 1 bar. A small leak was found at the recirculation port. During leakage testing of both, the port and the luer lock adapter of the venting line, with a reference male/female connector, had a small leak detected. No visual defects were found at the luer port or the luer lock adapter of the venting line. Similar complaints were reported, and a slight dimensional deviation was detected at the luer port. A CAPA was implemented to address the issue.

Event description:
A user facility reported a fluid leak from the arterial venting port during priming of the circuit. There was no indication of patient involvement. The complaint sample was returned to xenios for product investigation on (B)(6) 2024.